Event description:
Unit was alarming when initially switched on. Quick combo pads attached to patient and connected to defibrillator but the unit continued to alarm. Patient had an output at this time. But defibrillator monitor showed a flat line. Connections checked and defibrillator plugged into mains. Unit monitored patient as per normal but then started alarming. Quick combo pads changed, but unit operated and alarmed intermittently. Defibrillator continued to monitor a flat line during chest compressions. Connections and settings checked several times, but decision taken to use another defibrillator, (lifepak 9), as lifepak 20 clearly not working properly. The patient was not resuscitated. The customer indicated that the reported problem did not cause or contribute to the patient's outcome. The basis for this opinion was not reported.